Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported marker lumen blockage was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after a peripheral artery occlusive disease interventional procedure. Reportedly, there was no pulsatile flow from the marker port, no matter how the device was adjusted. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, additional information received: the marker lumen was flushed with saline and was found patent prior to usage.